Event description:
Device report from synthes reports an event in japan as follows:

Manufacturer narrative:
Product complaint # (B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2, d3, d4, g4-510k: this report is for an unk - screws: fns locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. E1: state: saitama e3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery with fns in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient had to undergo bha replacement surgery for unknown reason on (B)(6) 2023. The revision surgery was completed successfully with 30 minutes or more delay surgical delay. No further information is available. This (B)(6) is related to (B)(6) which reports about the event which occurred in the revision surgery. This pc reports about the bha replacement which was required after the first surgery. This complaint involves four (4) devices. This report is for one (1) unk - screws: fns locking. This is report 3 of 4 for complaint(B)(6).